Event description:
Pca pump loaded with narcotic syringe. Pt was pressing for pain doses, when pca pump identified it was due for a new bag, due to the bag being depleted, the rn opened the locked machine and discovered a full bag of narcotic. Pt had not rec'd any doses; the pump does not have an alarm to indicate a problem above the mechanism.